Event description:
There is no indication that the product caused or contributed to an adverse event. The patient claimed that they obtained back to back blood glucose results of "low blood glucose and 122 mg/dl" on the subject meter. Based on statistical methodology the calculated difference of these blood glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because the alleged inaccurate erratic results were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.